Manufacturer narrative:
The instrument is performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before the event and recovered within assay limits. Bci field service engineer (fse) could not duplicate the issue. Fse ran full updated vip and multiple reproducibility runs, both in primary and single tube presentation modes. Adjusted diff gains. Replaced hgb lamp reading 0.45 volts output as a preventive measure. At this time, root cause is unknown but may be related to sample collection.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh 800 coulter cellular analysis system generated erratic web, rbc, hgb, platelet and indices for one (1) patient, without generating suspect messages on the initial microtainer finger stick collection specimen. Erroneous results were reported out of the lab and questioned by a nurse. A second draw was collected in a vacutainer tube. Multiple tests on this sample were conducted which generated results that were considered correct by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.